Event description:
As reported via the icad study in china (B)(6)), subject # (B)(6), a 60-year-old male, underwent a vascular stent placement using an enterprise2 4mmx23mm no tip ((B)(6)) vascular reconstruction device on (B)(6) 2023. On (B)(6) 2024, the patient experienced the event of ¿right middle cerebral artery restenosis.¿ the principal investigator (pi) assessed this event as mild in severity, and as possibly unrelated to the study device and unrelated to the surgical procedure. The event was not medically treated. The outcome is recorded as ¿symptoms ongoing,¿ with no end date listed. The event did not result to a required/ prolonged inpatient hospitalization, or permanent impairment in body function/ structure. The subject was not withdrawn from the trial and there was continued use of the study device. No ischemic stroke or symptomatic cerebral hemorrhage was reported in relation to the event. No device deficiency was reported. On (B)(6) 2024, the patient experienced the event of ¿speech disorder.¿ the principal investigator (pi) assessed this event as mild in severity, and as possibly unrelated to the study device and unrelated to the surgical procedure. The event was not medically treated. The outcome is recorded as ¿symptoms ongoing,¿ with no end date listed. The event did not result to a required/ prolonged inpatient hospitalization, or permanent impairment in body function/ structure. The subject was not withdrawn from the trial and there was continued use of the study device. No ischemic stroke or symptomatic cerebral hemorrhage was reported in relation to the event. No device deficiency was reported.

Manufacturer narrative:
Product complaint #:(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1. Patient identifier: (B)(4). Based on complaint information, the device remains implanted and is thus not available for evaluation. Historical medical knowledge of cerebral stent implants indicates that there is a risk for restenosis. Arterial stenosis of a stented segment and resulting neurological deficits, such as speech disorder, are both known potential adverse events associated with all stent implants and are also listed in the enterprise 2 vascular reconstruction device¿s instructions for use (IFU) as such. There were no alleged quality issues related to the used device, as the device performed as intended. There may be patient, procedural, and pharmacological factors that may have contributed to the event with no indication of a device malfunction or defect. The pi assessed the events of ¿right middle cerebral artery restenosis and speech disorder¿ as possibly unrelated to the study device; therefore, the correlating relationship between the events to the used device as a contributing cause remains plausible. Section 4.10 of the clinical evaluation report (cer) for the medical device says the therapeutic lifetime of the enterprise stent is one year. The event of ¿right middle cerebral artery restenosis¿ occurred approximately 351 days after the procedure and within the therapeutic lifetime of the device. Although the severity of the restenosis was not quantitively defined and there were no reports of a medical/surgical intervention provided, it can be clinically reasonable to assume greater than 50% of the vessel was occluded since the neurological deficit of a speech disorder was observed. Based on this information and the assessment of the pi, the events of ¿right middle cerebral artery restenosis and speech disorder¿ meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, g3, g6, h2, h6 and h11. Based on complaint information, the device remains implanted. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.